Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. Healthcare professional later reported on rga "valve strap leak and hole in valve", also "capsulectomy". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. Healthcare professional later reported on rga "valve strap leak and hole in valve", also "capsulectomy". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on october 21, 2025, with lot number 1629266. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.